Event description:
According to the original info there were difficulties with implant, but the device was not removed at that time. Additional info received on 8/2003 indicated that the device was explanted due to a malfunction.